Event description:
It was reported the patient had his scs system removed approximately 7-8 months ago. It was reported the patient had adequate coverage but the stimulation coverage did not last to the degree he wanted. The physician explanted and replaced the system with a competitor's. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.